Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported that a patient was injected in the ck1, ck2, ck3, m1, and m2 with 3 cc of juvéderm® voluma® with lidocaine. Twelve days later, the patient developed swelling, tenderness, and nodules at the right and left marionette areas. Treatment with prednisone was given the next day and symptoms resolved 3 days later. Healthcare professional reported a, ¿very fast onset and very quick response to prednisone. Ck area never developed symptoms.¿